Event description:
It was reported that the physician, who is trained in use of the device, attempted arteriotomy closure with a starclose vascular closure system after an interventional procedure. During clip delivery, the trigger was not answering and the "4th click" was not heard. The starclose device was stuck inside patient femoral artery lumen and required surgical retrieval. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received; however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.